Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site contacted technical support engineer (tse) and reported the universal surgical manipulator (usm) holding the clip applier moved on its own. The logs showed no relatable issues. The customer was advised that usm motion can be expected when removing instruments as the system was adjusting to provide proper alignment during guided tool change. The customer was advised no issues were found in the logs and the customer had since changed the clip applier with another instrument with no issues found. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that usm motion can be expected when removing instruments as the system was adjusting to provide proper alignment during guided tool change. The system was verified and ready to use.